Event description:
The device delaminated after cutting to size and deploying to the abdomen through a trocar. The surgeon elected to take remaining pieces of trimmed mesh and use these pieces to patch over the delaminated areas. No adverse patient consequences were reported.